Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he has difficulty watching television or working on the computer. The consumer also reported difficulty driving in the evening because the "headlights and the light poles are very annoying". He also has difficulty driving in the morning when there is too much light. In a follow up phone call with the consumer, he reported he sees circles around the light sources. Add'l info has been requested.